Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic keto acidosis. The customer reported blood glucose value of 25 mmol/l at the time of event along with symptoms of fatigue. The customer treated hyperglycemic event with manual injection, IV insulin drip and by emergency room visit. Diabetic keto acidosis was treated with IV insulin drip and by emergency room visit. The event involved product(s) mmt-1885. Troubleshooting was performed for hyperglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. Mmt-1885 was requested for return, and the device returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the product was performed. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08695 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the ss event date of 04-aug-2025 and customer's event date of 02-aug-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. On the ss event date of 04-aug-2025 of the dailytotalcollectionstarttime, there is no bolus/basal delivery noted. The dailytotalofbasalinsulindelivered = 00.000 u and dailytotalofbolusinsulindelivered = 00.000 u which is equal to the dailytotalofallinsulindelivered = 00.000 u. On the customer's event date of 02-aug-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 168750 (16.875 u) and dailytotalofbolusinsulindelivered = 1277250 (127.725 u) which is equal to the dailytotalofallinsulindelivered = 1446000 (144.6 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the ss event date of 04-aug-2025 and customer's event date of 02-aug-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 04:37:00.000 replace battery alert was found on: (B)(6) 2025 14:08:00.000 (B)(6) 2025 14:18:00.000 replace battery now alarm was found on: (B)(6) 2025 14:39:00.000 (B)(6) 2025 14:49:00.000 insert battery alarm was found on: (B)(6) 2025 11:45:21.000 (B)(6) 2025 11:55:00.000 power loss alarm was found on: (B)(6) 2025 14:51:01.000, (B)(6) 2025 15:01:00.000 (B)(6) 2025 11:56:15.000, (B)(6) 2025 11:56:23.000 pump error 23 alarm was found on: (B)(6) 2025 11:56:04.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 02:57:00 am. There was no power data available for the date of (B)(6) 2025 and (B)(6) 2025. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm, power loss alarm and pump error 23 alarm. The pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected power loss alarm and pump error 23 alarm noted. Also, no unexpected low battery alert and replace battery alert/replace battery now alarm noted during testing. Sensorexpiredalert (794) was found on: (B)(6) 2025 10:16:42.000 (B)(6) 2025 10:26:00.000 lostsensor1alert (780) was found on: (B)(6) 2025 00:33:00.000 (B)(6) 2025 00:43:00.000 (B)(6) 2025 11:52:00.000 lostsensor2alert (781) was found on: (B)(6) 2025 02:21:00.000 (B)(6) 2025 02:31:00.000 sensorsignalnotfound (796) was found on: (B)(6) 2025 03:42:00.000 sensorerroralert (801) was found on: (B)(6) 2025 17:51:20.000 (B)(6) 2025 18:56:19.000 (B)(6) 2025 19:06:00.000 (B)(6) 2025 21:11:18.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert, sensor signal not found, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (21.08 mv). The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The test sc1 cap and reservoir locked properly into reservoir compartment during testing; however, a slight dent on the retainer ring was noted during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked reservoir tube lip and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Retainer ring damage (a slight dent on the retainer ring) was confirmed. For additional information regarding the tests performed refer to (B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.